Event description:
Customer reported that a sample with a previous history of anti-kell and anti-c did not react during an antibody screen. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Return product was tested to confirm the reactivity of the kell and c antigens. Satisfactory results were observed. No reactivity was observed with the patient sample and the returned reagent red cells. (B)(4).